Manufacturer narrative:
Product remains implanted. Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Information was received via medwatch report mw5061825. Nexgen cr-flex femoral component, catalogue # 00595001702, lot # 61990920. Unknown nexgen articular surface, catalogue # unknown, lot # unknown.

Event description:
It has been reported that following a total knee arthroplasty, the patient underwent an irrigation and debridement, followed by a revision of the articular surface due to infection.